Event description:
The patient's family member called to report that patient woke up and was shaking. Family member then used the suspect device to check her blood glucose. A result of 352mg/dl was obtained. Family member then called 911. Paramdics transported patient to the hospital. The hospital used their own equipment and tested patient's blood glucose at 35mg/dl with a hand held meter and a lab value was 30mg/dl. Patient was treated with an IV for low blood glucose. Meds were given six hours prior to the event. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.